Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that soon after the procedure, the lead exhibited high impedances. It was determined that the cause was a loose pin in the header of the right ventricular (rv) coil port. The pin was secured, and the lead is still in use. No patient complications have been reported as a result of this event.